Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient reported that the transmitter was not snapped in all the way. Patient was advised to try another sensor and re-pair the transmitter. No additional patient or event information is available.